Manufacturer narrative:
Age at time of event: patient is (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.